Manufacturer narrative:
The issue is consistent with improper emptying/drying of the mixing vessel, which is caused by contamination of the dilution vessel and/or a clogged vacuum nozzle. The investigation determined the issue was due to pre-analytical handling issues.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The na electrode lot number is dhv91. The probes, filters, and the dilution chamber were washed. The sippers were flushed, and the ion-selective electrode (ise) reagents were primed. Checks and tests were performed. The field service representative replaced the dilution vessel, vacuum nozzle, sipper nozzle, and the vacuum tubing from the needle. He cleaned the tubing from the valve to the vacuum tank. The investigation is ongoing.

Event description:
There was an allegation of questionable na electrode results for 7 patient samples on a cobas c 303 analytical unit. Sample 1: the initial result was 150 mmol/l, and the repeated result was 137 mmol/l. The repeated result was obtained on another module. Sample 2: the initial result was 151 mmol/l, and the repeated result was 145 mmol/l. Sample 3: the initial result was 150 mmol/l, and the repeated result was 142 mmol/l. Sample 4: the initial result was 150 mmol/l, and the repeated result was 143 mmol/l. Sample 5: the initial result was 154 mmol/l, and the repeated result was 146 mmol/l. Sample 6: the initial result was 151 mmol/l, and the repeated result was 145 mmol/l. Sample 7: the initial result was 151 mmol/l, and the repeated result was 142 mmol/l.